Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to an unknown lot number for breaks off during use pe & harm bleeding. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle breaks off during use pe), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. The reported harm, bleeding, is directly associated with hazard, breaks off during use pe. A review of all risk management documents for the product family of the device involved in this complaint (pen needle: breaks off during use) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for breaks off during use pe & harm bleeding. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecifed bd pen needle experienced the cannula breaking off during use. The lay user/patient/device operator began bleeding as a result, and an ambulance arrived to remove the embedded cannula. It was removed with tweezers and a bandage was applied over the wound.the following information was provided by the initial reporter:material no: unknown. Batch no: unknown. Patient also reported, "I remember when I first started taking basaglar my hands were shaking because I have real bad nerves. So I set the dial and the bd needle broke off into my stomach. I called the ER and they sent the ambulance driver out." He reports they "pulled the needle out" with a pair of tweezers and he "started bleeding everywhere" and then he put a "big band-aid on it".